Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported to have cleaned the touch frame printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator touch screen was not working properly. The ventilator was not on a patient at the time of the event.